Manufacturer narrative:
This report is filed, may 19, 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, for unknown reasons; during the same procedure a new device was implanted.

Manufacturer narrative:
Per the clinic, the reason for explant was recurrent infections.